Event description:
On two separate occasions within the last week while using a bd 10 ml luer-lok tip syringe (ref 302995) for sterile medication preparation in the pharmacy, the syringe cracked along the side and spilled the medication in the pec. We did not note the lot of the first syringe, but the most recent syringe was lot number 1320430. We have reached out to the manufacturer and are waiting to hear back.